Manufacturer narrative:
Batch review performed on 19 october 2018. Lot 185332: (B)(4) items manufactured and released on 12 july 2018. Expiration date: 2023-07-03. No anomalies found related to the semifinished component (B)(4), (B)(4) pieces manufactured and 4 events on this lot. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Preliminary investigation performed by r&d project manager: during femoral implant positioning, one of the arm of the femoral impactor broke; the reason could be un excessive force applied through the handle during the instrument tightening. In this situation the two lateral harms could have been over stressed reducing resistance during impactions. Another factor that could have caused the breakage could be excessive lateral forcing trying to reposition in medio/lateral or flexo/recurvatum the final implant position or trying to complete the implant positioning using this femoral impactor extractor. The surgical technique recommends to use this instrument only to position and centering the femoral component on the resected femur but to not use it for final impactions. For this operation the surgeon has to use the femoral impactor assembled on the multifunctional handle.

Event description:
During surgery the femoral impactor/extractor broke (the part that actually hooks onto the femoral implant). The case was delayed approximately 1 minute to remove the broken piece from the patient. The surgeon used a metal femoral impactor to complete the case.